Event description:
During canaloplasty with the itrack advance, the surgeon intubated schlemms canal 360 degrees. Subsequent delivery of ovd and retraction was not possible, the surgeon was unable to retract the catheter. On the second attempt at retraction, the catheter broke. Mst forceps were used to retrieve the severed section of the catheter which remained in the patients eye. A partial goniotomy was required. The surgeon was unable to implant the stent in the remaining trabecular meshwork. Stent implantation was originally planned for post-canaloplasty treatment.